Manufacturer narrative:
Upon follow-up, ophthalmologist reported that pt had a cataract extraction of right eye. Intervention was reported as pars plana vitrectomy and intravitreal antibiotics. Subsequently, he developed a severe posterior capsular opacification requiring yag laser capsulotomy. Pt also developed a macular hemorrhage, likely a branch retinal vein occlusion. His vision is still poor. He believed that pt will likely suffer with a permanent reduction of his vision. Ophthalmologist was "unsure" of relationship of event to device. Discussion & review: sterilization processing approximates to an exponential relationship; inevitably there is always a finite probability that a microorganism may survive sterilization process. However, a complete sterilization program provides a high degree of assurance that process is reproducible, accurate and repeatable (validation). Pii performs following tests and validations to assure process provided product that meets its intended use. These are: 1. Microbiological and physical validation and re-validation of sterilization process utilizing "overkill" approach to validation. Validation report 4140-r met established criteria. 2. Microbiolgical eval of product prior to sterilization (bioburden testing) on a routine basis. Bioburden results for calendar 1996 med established acceptance criteria. 3. Viable and non-viable eval of environment in which product is mfg on a routine basis. Environmental monitoring data close to time of MFR (239b00008-8/96, 211b00232-7/96, 211b00448-7/96) indicated following results: july 96-revealed no failures. August 96-one location out of 47 locations exceeded limit for floor surface. September & october 96-revealed no failures. Although environmental monitoring limits are occasionally exceeded, overall trends do not indicate an environment "out of control". In addition, all laminar flow hoods-where final cleaning and packaging is performed revealed no failures for relevant mos. 1. Use of engineering equipment to control contamination such as classed clean rooms, laminar flow benches and dress code requirements for those personnel working in controlled areas. 5. Validation and re-validation of lens cleaning process to assure consistency. Validation report no 4233-r indicates all acceptance criteria were met. 6. Routine review of sterilzation process results and audit of sterilization contract facility to assure compliance. Routine DHR review for calendar yr 1996 reveals no deviations. In addition audit results indicate no serious observations at contract facility. Conclusion: a validated sterilization process in conjunction with described monitoring programs provide a high degree of assurance that sterilization process is effective. As a result, likely cause of suspected eye infection may be attributed to surgical technique employed; including disinfection and/or sterilization process for adjunct surgical instruments used during the procedure, and/or surgery center.

Event description:
This report was rec'd from a pharmacia & upjohn sales rep in which an ophthalmologist reported a man who developed a postoperative endophthalmitis. The man had undergone a cataract extraction and eleven days later developed an eye infection diagnosed as endophthalmitis. A vitrectomy was performed and antibiotic therapy prescribed. He has since recovered from the infection. No other info was known at the time of this report. Add'l info concerning this report was requested from the physician, however, he has not responded to the co's requests.